Event description:
Complainant alleged that the clinicians were placing a 71 year old pt who was in pea (pulseless electrical activity), with the device set at 40ma and 60 ppm, but there was no heart rhythm capture. The clinicians then raised the ma to 60, but there still was no heart rhythm capture and the device displayed an "ECG lead off" error message. The clinician then obtained another device to pace the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.